Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, out of box, the base and fiber bundle of the oxygenator were separated. There was no patient involvement as this occurred out of box. The product was not used.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).